Event description:
Pt underwent surgery for aortic valve replacement with a st jude mechanical valve. Pt also had (3) bypasses. Upon closing the pt his bp dropped dramatically, and heartrate increased into the 200's. The pt was immediately re-opened, put back on bypass. Upon opening the aorta, the valve was covered in fibrin and there were white fibrin clots in the aorta. Replaced the mechanical valve with a bovine valve. An iabp balloon cath was inserted, and pt was taken to ICU. Pt died 10/04/2000.